Event description:
Device report from synthes reports an event in france as follows: it was reported that on (B)(6) 2024, in the pediatric surgical operating room, it was observed after a varization osteotomy in a paraplegic child not walking, a balling hip reflecting a rupture of the 2 proximal lcp 3.5 screws used to place an lcp 3.5 plate. The screw head lock was still in place. The patient had to undergo a new operation of 2 hours to refit a new plate using screws of different references, including the one in question. This report involves one (1) 3.5mm locking screw self-tapping 24mm. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B1, b5, h1, h6: the initial complaint was reviewed and found not reportable. Upon further review it was determined that there is no allegation against this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon further review it was determined that there is no allegation against this device.